Event description:
Healthcare professional reported " textured to smooth implant exchange". Later healthcare professional reported "capsular contracture baker grade IV". This record is for the right side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported " textured to smooth implant exchange". Later healthcare professional reported "capsular contracture baker grade IV". This record is for the right side. Device was explanted.

Manufacturer narrative:
Correction to aware date of initial medwatch 9617229-2025-11230-00. Aware date should have been listed as 10/jun/2025. Additional, changed, and/or corrected data: a4, h11.